Event description:
Information was received indicating that a smiths medical pneupac¿ parapac ventilator will not cycle. It was reported that the device was sent in for this issue before. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was received for evaluation in fair condition with small amount of damage to the faceplate. The device history record was reviewed and noted no issues. An initial eight-hour test was ran in an attempt to replicate reported failure mode "won't cycle". During the test, the settings were changed and device was turned off and on repeatedly. At no time during the test did device stop cycling. Even though the reason for return could not be replicated, the decision was made to replace the demand detector part as a precaution. Device was then tested and passed all functional tests. As a final precaution, a test run of six hours was performed. The settings were periodically changed and the device was powered off and on in an effort to ensure consistent functionality. The device operated as intended throughout the final check. Based on the investigation, the complaint allegation was not confirmed. The reported problem was unable to be duplicated. No problem source was determined for the found faceplate damage.